Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not recognize ac power. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement reported.

Manufacturer narrative:
The customer declined service at this time. There were no parts replaced.